Event description:
Silicone o2 tubing noted to have hardened and was switched out for new tubing. Wound rn's assessed patient and identified: left ear - top of ear, stage iii, previous pressure injury; bottom/middle, new pressure injury due to o2 tubing, stage ii - offload and apply soothe and cool.